Manufacturer narrative:
Philips service replaced the hard disks and reconfigured the database and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a memory full error; database recreated and hard disks replaced on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.